Event description:
Caller reported a power source alert 07 indicating the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. After attempting to leave the wall adapter plugged into a working outlet for at least 30 minutes, the issue was resolved when the pump began charging, and no further assistance was required.